Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to placement difficulty, helix issues and high impedance within normal limits. The rv lead was initially position in the septum with impedances measurements around 1800 ohms. The physician repositioned the rv lead with no change in measurements. Subsequently, a different rv lead was successfully implanted in a different area of the heart with numbers that met physician satisfaction. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function. Then testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, stylet and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations regarding high pacing thresholds allegation.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to placement difficulty, helix issues and high impedance within normal limits. The rv lead was initially position in the septum with impedances measurements around 1800 ohms. The physician repositioned the rv lead with no change in measurements. Subsequently, a different rv lead was successfully implanted in a different area of the heart with numbers that met physician satisfaction. No adverse patient effects were reported.